Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one unopened sample of product code w9236, lot ml5857 was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open hepatectomy on (B)(6) 2019 and suture was used for closure. During the procedure, the suture broke when knotting. Change another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided. The surgeon opined that the suture was brittle and will break when knotting with the usual strength. No additional information could be provided.